Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin bcd vanguard blood cardioplegia system. The incident occurred ain arlington (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the sorin bcd vanguard cardioplegia unit de-primed during priming of the heart/lung circuit. There was no pt involvement.